Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Event description:
Patient was revised to address alval/soft tissue reaction.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr xl acetabular system (right) . Reason(s) for revision: alval / soft tissue reaction. Update: date and reason for revision from crawfords update spreadsheet dated 8 nov 2011. 20 april 2015 - update - rcvd sleeve details. 30 april 2015 - update - rcvd email to conf awaiting product stickers for stem and the implant date was incorrect should be (B)(6) 2006.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr xl acetabular system (right) . Reason(s) for revision: alval / soft tissue reaction. Update: date and reason for revision from crawfords update spreadsheet dated 8 nov 2011. 20 april 2015 - update - rcvd stem details.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applied to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision asr xl acetabular system (right)reason(s) for revision: alval / soft tissue reaction update: date and reason for revision from crawfords update spreadsheet dated (B)(4) 2011. (B)(4) 2015 - update - rcvd sleeve details. (B)(4) 2015 - update - rcvd email to conf awaiting product stickers for stem and the implant date was incorrect should be (B)(4) 2006. - kf (B)(4) 2015. (B)(4) 2015 - update - rcvd stem details - added to com - kf (B)(4) 2015. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and theinvestigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.